Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" guidewire would not advance and was in a subintimal plane due a dissection that was possibly caused by the 0.014" guidewire. The physician ballooned as planned and placed the planned stent to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" guidewire would not advance and was in a subintimal plane due a dissection that was possibly caused by the 0.014" guidewire. The physician ballooned as planned and placed the planned stent to cover the dissection.